Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from september 13, 2011 to september 14, 2011. Evaluation summary: the device was returned for evaluation with 90 ml of solution in its bladder. Visual inspection identified fluid inside of the stress member column that resembled an air bubble. The volume of this fluid was found to be 1.3 ml. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned large volume infusor, an internal leak of solution into the unit¿s stress member was identified. There was no patient involvement. No additional information is available.